Event description:
It was reported that customer intermittently experienced elevated blood glucose (bg) levels and went to the emergency room. Bg values were not provided and cause was not known. Multiple attempts were made by tandem¿s technical support (tts) to obtain additional information; however, no additional information regarding this event was provided; therefore, tts was unable to clarify event dates or details.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.